Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that the reservoir was damaged. Customer cannot recall their blood glucose reading. Troubleshoot was performed. Customer stated that the reservoir opening damaged. Insulin pump will be returning for analysis.

Manufacturer narrative:
The correct information has been provided with this report.